Event description:
It was reported by service report that the unit is leaking hydraulic fluid and the head end of stretcher would not go up all the way. No patient involvement of adverse consequences are reported.